Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon was noted to have blood coming from it. The doctor was notified. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4). H3 other text : device not returned.

Manufacturer narrative:
Date of event: (B)(6) 2020. Occupation: risk management, specialist. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon was noted to have blood coming from it. The doctor was notified. There was no reported injury to the patient.